Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009.

Event description:
A customer reported comparing a reading of 103 mg/dl received on her blood glucose meter to a reading of 136 mg/dl received on a competitor meter. The customer additionally reported she experienced lightheadedness. No third party medical intervention was required and no medications were reportedly taken to counteract the event. There was not report of death, serious injury or mistreatment associated with this event.